Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date: monitor: 01/30/2018, electrode belt: 07/10/2014.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 at approximately 11:00:00/11:30:00. The patient was going to a medical appointment and started to not feel well. The patient called ems and was transported to the emergency room via ambulance. It is unknown if the device was removed in the ambulance or ER. The patient's passing was cardiac related. Per clinical review of the available ECG data, starting at 12:13:31 on (B)(6) 2020, the patient was in sinus rhythm at 90 bpm with pvc's. The rhythm then degrades to ventricular tachycardia (vt). The patient was in vt at 150 bpm for approximately seven seconds before receiving a non-lifevest defibrillation. The patient's post shock rhythm was vt at 140 bpm. The lifevest was unable to deliver a shock due to not being in the detection sequence long enough before the patient was externally defibrillated. The first external defibrillation shock was delivered while the patient was in a vt arrhythmia for less than 30 seconds. The patient remained in vt at 130 bpm for approximately 10 minutes before receiving a second non-lifevest defibrillation. The patient's post-shock rhythm was vt at 130 bpm. No lifevest treatment was delivered because the rate of vt was below the physician prescribed threshold of 150 bpm. The patient remained in vt at 140 bpm and transitioned to a paced rhythm at 150 bpm with motion artifact and electrode lead fall off. The patient remain in a paced rhythm at 130 bpm with motion artifact until the third non-lifevest defibrillation. The patient was in a paced rhythm at 150 bpm with CPR/motion artifact at the time of the third non-lifevest defibrillation. The patient's post shock rhythm was also a paced rhythm at 150 bpm with CPR/motion artifact. The patient remained in a paced rhythm at 140 bpm with motion artifact until receiving a fourth non-lifevest defibrillation. The patient was in a paced rhythm at 140 bpm at the time of the non-lifevest defibrillation, and the post shock rhythm was asystole with paced maker spikes and CPR/motion artifact. The patient's rhythm transitioned to a paced rhythm at 150 bpm with CPR/motion artifact until the fifth non-lifevest defibrillation. The patient's rhythm at the time of the non-lifevest defibrillation was a paced rhythm at 110 bpm with CPR/motion artifact and the post shock rhythm was asystole with pacemaker spikes. Lastly, the patient's rhythm transitions to a paced rhythm at 150 bpm with CPR/motion artifact degrading to ventricular fibrillation (vf) with pacemaker spikes and motion artifact until the electrode belt disconnection at 13:35:55 on (B)(6) 2020. Vf was detected at 13:35:17 on (B)(6) 2020. Motion artifact prevented the lifevest from treating the patient at this time.